Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump¿s history showed that the last basal delivery was recorded on (B)(4) 2013. The pump was running on the wrong date setting, the date was corrected from 11/25/2007 to 04/25/2013. The reported event date could not be found in the pump¿s history; review showed no delivery interruption. The total daily doses added up to correctly reflect the user¿s programmed basal rate. During testing, the pump powered on normally and displayed the verify screen. The unit was tested for 24 hours with no errors or alarms. Boluses were performed successfully using the normal, ez bg, ez carb, and combo bolus setting and accurately recorded in the pump¿s history in the correct time and order. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. The keypad buttons were tested and all responded properly. The pump¿s cover was opened and no damage was found to the internal circuit board.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging the patient had elevated blood glucose (bg) for the last couple of months. The reporter stated that on (B)(6) 2013, the patient had elevated bg of 700 mg/dl with vomiting and was admitted to the hospital. No further information regarding the hospitalization was made available. The reporter stated the patient¿s elevated bg was not able to be brought down with insulin boluses. The reporter denied the issue was related to the site/set as they have been changed without improvement. Review of the insulin pump by animas customer technical support revealed that the date on the pump was incorrect; the date was set as (B)(6) 2007 instead of (B)(6) 2013. Otherwise, there were no delivery or history issues observed. The reporter stated that the pump settings had not been adjusted in approximately three years. The reporter was advised to consult with the patient¿s healthcare provider to make sure the current settings were appropriate for the patient. The patient discontinued insulin pump therapy and began on a backup plan. This complaint is being reported because the patient experienced elevated bg with hospitalization while on insulin pump therapy. It is unknown at this time if the pump caused or contributed to the alleged elevated bg.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.